Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The device was received, however, no evaluation is available.

Event description:
It was reported that while doing a matrix mis level t11-l3, the doctor was doing the final tightening the screwdriver tip broke off, the fragment was retrieved immediately with no harm to the patient. Also, during tightening, the thread on the threaded tip of the long holding sleeve began to peel, but no fragments broke off. Surgeon used back up screwdriver and holding sleeve from set and completed the procedure with no further problem. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product event evaluation showed the instruments that were returned were the standard t25 cannulated screwdriver shaft and the long holding sleeve. These instruments are by design incompatible, which has been clearly explained in all matrix technique guides. The long length drivers are meant to couple with long length holding sleeves and the standard length drivers with the standard length holding sleeves. If a standard length driver is used with the long holding sleeve, the tip will not protrude past the end of the holding sleeve and engage the screw as intended. This will result in the holding sleeve bearing all the loading as attempts are made to tighten the screw and that misuse could lead to the breakage noted. The tip of the holding sleeve is damaged as reported but the t25 tip of the shaft is in like-new condition and there is no evidence that it was ever used or engaged into a screw recess. This further supports the conclusion that the standard length shaft was used with the long holding sleeve as the tip would not have engaged the screw recess and the absence of the tip protruding from the end would appear like it had broken off when in fact it had not engaged the screw. The shaft was successfully inserted into a new matrix screw and functioned as intended. The complaint condition is due to misuse in that it appears that the standard length screwdriver shaft was used with the long holding sleeve. The matrix surgical technique guides, as well as other product support information, fully illustrate the proper method of loading & unloading matrix pedicle screws using a locking holding sleeve in conjunction with a matrix t25 driver. Original awareness date is 07/05/2012. Product development event evaluation received 07/24/2012.